Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
1 actions prt3- (B)(4). Contact (B)(6). Biomed (B)(4). Recall work pending response to (mjr) repair estimate submitted 5/15, for the following: keypad: worn top layer (bt rt edg). Front case: cracked (bel prs hsng, bt ctr edg, fr CT rt, top rt tdh). Rear case: cracked/scratched (lt fr, rt fr, bt rt mid / rt side). Handle: cracked (lt & rt rr cnr, lt&rt fr cnr, lt spine, rt innr rr). Barrel clamp: cracked/corroded. Tube drive: bent (left). Gripper retainer: broken. Iui's (both): corroded contacts. Module latch: worn/sticking. Customer does not have prp coverage for this model unit requires syr 8110 split nut recall two 2016. Unit arrived with s/w v9.15.1.2 installed. (B)(4) updated from rcl to mjr for the major repair needed per (B)(4), service tech. Repair approved by (B)(4) recalls required: syr 8110 split nut recall 2: recall completed. Repairs required: plastics replaced: front case, rear case, handle. Other repair completed: barrel clamp, tube drive, tube drive wiper seal, gripper-retainer, iui's (both), module latch. Maintenance actions completed: calibration, pm, sku&sap. Tamper seal: intact on arrival. (B)(4) unit failed plunger force calibration (calibration required error during adjusting to starting pos,3x): replaced force sensor s/n (B)(6). Pfc completed with no error. However, unit now fails plunger position calibration at 27mm (2x); replaced fpc cable. Unit now passes ppc. Finished calibration. Passed all pm tests. (B)(4) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).